Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen 2000 mcg/ml; 795 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient presented to the emergency room (ER) twice in the last 24 hours. The pump was "beeping". The pump had numerous motor stalls. Electromagnetic interference (emi) was ruled out as the cause and the hcp wants the pump programmed to off state. The hcp was making arrangements for explanting the pump. It was unknown if the pump will be replaced. The pump off code was provided and assistance was given on how to program the pump to off state successfully. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.